Manufacturer narrative:
The device has been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a egd (esophagogastroduodenoscopy) with variceal banding, performed on (B)(6), 2009. According to the complainant, during the procedure, it was difficult to deploy the bands. It was reported that the physician had to turn the handle beyond the audible and tactile "click" that indicates to the physician the band has deployed. Although it was difficult to deploy the bands, the physician was able to complete the procedure with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.